Event description:
Patient presented to the infusion center to report that the cadd pump kept "beeping" and the dose stopped. Pt was unable to get it to restart. Patient called "800" number and was advised to try multiple things, which pt did without success. Pt then presented to the infusion center and the pump log showed "dose stopped, restarted, powered off, volume reset repeatedly at 1756, 2253, 0159 and the dose was restarted at 1400. Patient states that one dose was infused. Pump was cleared and reset for 1700 by the infusion center staff. Patient was instructed to call the infusion center if any problems but no problems occurred.